Event description:
Baxter china reports two incidents of transfer set leaks due to a broken clamp. The transfer sets were two weeks old. Noted during use with no pt injury or medical intervention reported.